Event description:
It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damaged on the device. Functional testing could not confirm the customer reported issue. However, upon checking the event history log, it confirmed that there was a record of repeated power on/off on may 14, 2022, presumably caused by a cassette recognition failure. Replacement of the downstream sensor and upstream sensor re-calibration was performed as a preventive action. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 is the patient/consumer. UDI is unknown, no product information has been provided to date.